Event description:
It was reported that the device had burnt damage. A 1.25mm rotapro was selected for use an percutaneous coronary intervention (pci) procedure. During the procedure, there was an abnormal sound and the physician removed the device. The rotational burr appeared to have burnt damage as the burr was blackened. The physician stopped usage of the device and the procedure was successfully completed by another 1.25mm rotapro device. There were no patient complications reported.